Event description:
Reporter indicated the pt's lead had extruded through the skin and was protruding approximately 3 inches as a result of the pt scratching their neck. There were no signs of infection at the time of initial report.